Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "baker IV, capsulated contracture, scar tissue, granulated, harding, ruptured, breast deformity, painful". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two opening assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Additional observations: creases are observed.wear abrasion is observed. White particles on device outer surface are observed. Observed what appears to be like crater appearance on shell surface. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, granuloma, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "baker IV, capsulated contracture, scar tissue, granulated, harding, ruptured, breast deformity, painful". Device has been explanted.